Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing discomfort and pain at the implantable pulse generator (ipg) site. The physician removed the spinal cord stimulator (scs) system, and the patient was doing well postoperatively. All device components were explanted and were not returned.